Event description:
Customer reported receiving an alarm on the insulin pump and stated that there was a vertical line on the display screen under the full battery symbol. The blood glucose reading was 330 mg/dl. Customer treated with a bolus from the insulin pump. Customer was assisted in clearing the alarm and performing a self test. The self test failed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.